Manufacturer narrative:
Device was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm or prime/fill anomaly noted during testing. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia as well as hyperglycemia as well as insulin pump was not working. The customer¿s blood glucose level was 40 mg/dl at the time of incident and current blood glucose level was 482 mg/dl and treated with manual injection. Customer reported the reservoir was working fine. Customer reported that the insulin was leaking out where it connects to the insulin pump. Customer states insulin was squirting out during the manual prime process. Customer states insulin continues to drip after motor stops during the manual prime process. The customer declined with troubleshooting. The insulin pump will be returned for analysis and reservoir will not be return for analysis.